Event description:
On (B)(6), the patient was hospitalized with diabetic ketoacidosis (dka). Her blood glucose level was reported as "high" (<400 mg/dl). She presented with nausea, vomiting, and polyuria. Treatment included an insulin drip, intravenous fluids, and anti-nausea medications. The patient was discharged on (B)(6), 2025. The pod in use was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.